Event description:
It was reported that the caller experienced a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, and no further issues were reported after resetting. Customer continued using the pump and was advised to contact technical support if the malfunction reoccurred.